Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a fire. The patient was reported to have expired a day after the event. The device had not been returned to the manufacturer, the investigation is still ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire. The patient reportedly expired a day after the event. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.